Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the top web package label and a used unit which consisted of the needle assembly and safety shield barrel. Visual observation of the photo reveals no damage to the used unit and the needle in the out position. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract. The following information was provided by the initial reporter: "20 g IV- needle would not retract."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter needle failed to retract. The following information was provided by the initial reporter: "20 g IV- needle would not retract".